Event description:
A customer reported that the system displayed multiple messages during a procedure. Additional info provided indicated the system was exchanged and the case was completed. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and replaced air distribution module. Preventive maintenance was completed. The system was then tested and met product specifications. A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).